Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer inadvertently performed the load sequence, while connected to the site. The customer has experienced "complex low blood glucose issues multiple times". Tandem technical support educated the customer to not be connected to the pump, during the fill tubing process.